Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 (concomitant ).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. Added: h6. Health effect - clinical code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that atune pressfit str stem14x60mm, atun tib slv m/l 45mm full por, atune rev rp tib base sz 4 cem, attune rev lps insrt xxsm 12mm, lps distal fem comp xxsm rt, att rev slv lps fem adp +5, atun fem slv m/l 45mm full por, and atun pressfit str stem12x110mm were involved in a reported event. The patient, who had previously received a revision knee post spacer for infection, presented with wound drainage. All implanted components were removed, and thorough debridement and irrigation were performed. A new spacer was fashioned using lps components, resorbable antibiotic beads, and high-dose antibiotic cement. No device malfunction was alleged, and all components were reported to be functioning as expected. The tibial component was well fixed, and the event was attributed to infection rather than device failure. All listed products were explanted during the procedure. Affected side: right knee.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.